Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician was unable to advance the stylet through the lead despite several attempts. The procedure was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. Stylet the stylet insertion test was unable to be performed due to overtorqued inner coil. The cause of the reported event was due to the overtorqued inner coil consistent with procedural damage.